Event description:
At 18 months post-op the patient decided to have the coi implant replaced because it was supposedly "over-sized" and was not comfortable. The revision to an unknown system was completed by a different surgeon (j. Smith) than the one who did the original coi knee.

Manufacturer narrative:
Confirmed patient - surgeon involvement, pulled lot records and evaluated DHR's for any anomalies while also evaluating complaint files for similar issues. Lack of evidence to further evaluate manufacturing or design defect or surgeon error in size selection of original implant. Part/catalog #: 2153-0-0002 (l), rlp/np femoral sz 2, cocr/ti, lot #: 171226; 2581-0-0001 (l), rlp/np stemmed tib base sz 1, cocr 475843; 2764-0-7501, patella, round uhmwpe sz 1, 7.5mm, 475292.